Manufacturer narrative:
Additional information: the customer reported that the suction loss occurred prior to laser firing. This event is no longer a reportable malfunction and therefore no further information will be provided.

Manufacturer narrative:
Section a5: unknown/ not provided. Section b3: date of event: unknown/not provided. Section d4: expiration date: unknown as product lot number was not provided. Section d4: UDI number: UDI # is unknown as product lot number was not provided. Section d6a: if implanted, give date: not applicable, as the patient interface is not an implantable device. Section d6b: if explanted, give date: not applicable, as the patient interface is not an implantable device. Section e1: telephone number: (B)(6). Section h3: the patient interface was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown as product lot number was not provided. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
The account reported that about 38 patient interfaces (pi) were being returned for loss of suction or dirty cones, of which they had accumulated over the past year. No additional information was provided therefore, conservatively reporting with the limited information regarding the quantifies and product problems for each pi. This report is against the dirty cones. A separate will be filed against the loss of suction.